Manufacturer narrative:
(B)(4).

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2011". "On (B)(6) 2019, a CT scan that had been taken sometime earlier was reviewed by another radiologist. The initial report for the CT scan simply stated that there was an ivc filter present. The recent re-read resulted in a finding that all 4 of the primary anchoring legs had perforated through the ivc wall. [Pt] has suffered a significant current injury from the ivc filter in that the filter had damaged his ivc and fact the struts of the filter a protruding the ivc wall is at this time a source of significant mental anguish and emotional distress for the [pt]."